Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) it was reported by the exactech knee replacement study, approximately four years post rtka, the approximately 78-year-old male patient complaints of micromovements upon walking and severe pain within six months after his revision in (B)(6) 2016. The event is possibly related to the device but unlikely related to the procedure. Devices do not return per the clinical study policy. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint and pain.

Manufacturer narrative:
Concomitant medical products: tibial insert, (cat# 02-012-65-5021). Tibial tray, (cat# 02-012-45-5040). Patella, (cat# 208-05-05). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
It was reported by the exactech knee replacement study, approximately four years post rtka, the approximately (B)(6) year old male patient complaints of micromovements upon walking and severe pain within six months after his revision in (B)(6) 2016. The event is possibly related to the device but unlikely related to the procedure.